Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there are sensor glucose and blood glucose differences. The customer's blood glucose reading was 114 mg/dl at the time of incident and 334 mg/dl for sensor glucose at the time of the phone call. The customer also indicated that their blood glucose went as high as 450 mg/dl. Troubleshooting advised customer on proper calibration and found that customer was not calibrating sensor 3 to 4 times a day as recommended and that the sensor tip was bent. The customer agreed to return the product for analysis.